Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 06-may-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a plastic cup wrapped in medical gauze. No other product components or attributes were received. During a visual inspection, the device was inspected under magnification. The lens had a detached haptic and was coated in viscoelastic residue and fibers from the gauze. The lens was cleaned and inspected revealing that the lens had scratches on the surface, edge damage, and 2 black specs that may be consistent with a yag laser procedure being performed. No further issues were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design issue. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issues reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dfw225 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of dysphotopsia and replaced with an ar40e 20.0 diopter iol. Due to scleral tunnel being placed, incision enlargement, scleral sutures, and pars plana vitrectomy were performed during the lens exchange procedure. Scleral sutures and pars plana vitrectomy were both planned and sutures were used as a prophylactic measure. There was no patient injury. Patient prognosis post lens exchange procedure was reported as good result, patient happy with the result. No further information is available.